Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl and was down to 123 mg/dl after manual injection and changing the site. Customer did not receive a insulin flow block alarm. Customer also reported having sensor issue due to calibration error. The sensor will be returned for analysis.